Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with readings over 400 for about 24 hours while using the ilet and suspected that insulin delivery was not occurring; the user changed infusion supplies and later performed a factory reset with guidance, during which incomplete tubing fill was identified and corrected after education to continue the press-and-hold until visible drops were seen. Symptoms included blurred vision. Outcomes included user-performed correction with a 30-unit subcutaneous insulin injection and receipt of device alerts for high glucose, without need for outside assistance or medical intervention. Investigation included troubleshooting and user education regarding proper tubing and cannula fill technique. Investigation of this case revealed a potential underdelivery related to incomplete tubing fill prior to cannula insertion, with the specific root cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.